Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was showing signs of overdose and was not communicative. The patient was responding to narcan, but then went back to being sleepy and not responding. The healthcare professional (hcp) wanted the pump turned off. Emergency card procedure and sends was reviewed , and reviewed they could try a pacer magnet to keep over pump. A manufacturer representative was paged. The location of symptoms was listed as other, and was a sudden change in therapy/symptoms. Event date was (B)(6) 2017(patient was in the emergency room). Additional information received from consumer on (B)(6) 2017 reported they were hospitalized on tuesday ((B)(6) 2017). It was noted that a manufacturer representative (rep) came and turned down the patient's pump to the bare minimum. The patient would like their pump turned back up. It was reviewed to follow up with hcp as the hcp has to be the one to order the adjustment, and patient reported not being able to get in with their hcp until (B)(6) 2017. No further complications were reported/anticipated.